Event description:
During preparation for cardiopulmonary bypass, the gas delivery system flow rate reported on the central control monitor was 1 liter/min lower than the actual delivered rate. There was no reported adverse consequence to the patient as a result of this event.